Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient representative said a manufacturing rep (rep) was there this morning because the pt's dementia got worse and the pt was pushing a lot of buttons and stuff so the rep narrowed it down so that the pt had one button for the activity so they couldn't change it or anything. Caller said that the stimulation was down to 0.0 but the pt was still getting stimulation in their lower body and it was really bothering them. Caller said that they called the rep about an hour ago and they pushed the gray button on the programmer to turn the stimulation off but the pt was still getting stimulation. Caller said that the rep said that it could take several hours before the pt may not feel the stimulation anymore. Caller said that they were concerned that the ins was not turned off or something since the pt was still feeling stimulation and they had turned the stimulation down to 0.0 since at least 3:30. It was reviewed with the caller that the ins could also be shut off using the recharger. Patient services (pss) reviewed with the caller how to turn the ins off using the recharger. Caller confirmed that there was no lightning bolt appearing over the ins icon on the recharger. The issue was not resolved. Pss redirected the caller to pt's hcp to further address the issue. When asked for the event date, caller said that it had been probably the past few weeks. Caller said that the stimulation was so severe so they kept turning the stimulation down but the pt still kept getting so much stimulation. Caller said that they had the stimulation down to 2.5 at one point and the stimulation was still too strong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said the doctor did an xray and found that everything was fine with the equipment. They are doing more testing to see what is causing the pain. It is the nerve in the right hip causing the pain. They will be having an epidural. The patient said it has been resolved. Additional information was received from the patient. The patient said it has not happened since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.